Manufacturer narrative:
The investigation in ongoing.

Event description:
The following was reported to gore: the patient presented for relining of a bare metal stent behind the knee. The gore® tigris® vascular stent would not deploy on the .018 guidewire. When the doctor attempted to remove the partially deployed device, the wire also came out.

Manufacturer narrative:
Additional manufacturer narrative: patient identifier. Review of the manufacturing records verified that the lot met release requirements. Based on the device examination performed, no manufacturing anomalies were identified.